Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, while removing a cup, the ezout blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade we are unable to make a determination what caused the blade to break. It was reported by the sales rep associated with this account that "the surgeon did not fully retract/pull the attachment handle away from the cup towards the handpiece before trying to remove the system from the cup". The instructions for use (IFU) for the ezout acetabular cup removal system ((B)(4)) include warnings under the section ¿to operate the handpiece¿ that outline the user is not apply excessive pressure in the form of bending, prying or excessive twisting, which may result in the bend or fracture of the blade or attachment. This bending and prying action to remove the blade potentially caused the blade to break in this event.

Event description:
It was reported that during a surgical procedure, while removing a cup, the ezout blade broke. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.